Event description:
Caller reported a cgm error 42, which was associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, leading the caller through the process. After the reset, the error did not reappear, and the caller successfully started their sensor session.